Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related issue while using the pump for insulin therapy. The highest blood glucose level noted during the incident was 33 mmol/l. No additional information was received regarding the outcome of the event or any further actions taken.